Manufacturer narrative:
Final analysis of the pump found corrosion, wear, and lubrication in the gear-train. In addition, it was seen that the motor stall was due to shaft-bearing. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n195480019, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that it was difficult to determine the cause of the event. The motor stall that occurred on the day of the MRI seemed to be the appropriate length in proportion to the length of the MRI. The exact duration was unknown. The current status of the patient was unknown at time of this report. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient also experienced withdrawal symptoms. The patient recovered without sequela.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm due to motor stall. The stall was intermittent. The patient's son had been hearing an alarm coming from the pump. The patient was not able to hear the alarm but stated they had been having issues for the last 8 months. The patient had been having cramping spasms below their waist. Patient also had pain specified as cramping and tingling to legs that lead the patient to present to the emergency room (ER) on multiple occasions. The manufacture representative read the logs and it showed a stall on (B)(6) 2014 at 02:26 lasting until 18:47. Also showed a stall on (B)(6) 2014 but patient had mris that day. Another stall had occurred on (B)(6) 2014 at 04:55 and recovered at 15:48. Additionally it was reported that there was also a motor stall that did recover within 2 hours. It was verified that critical alarm was set at 10 minute intervals. The pump and catheter were replaced on (B)(6) 2014. Patient was stable and out of the hospital. The patient's status at the time of report was "alive with injury." The pump system was delivering sufentanil, clonidine and bupivacaine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)